Manufacturer narrative:
The device was returned and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the device camera cable has a cut on it. The issue occurred during reprocessing. There was no patient involvement.

Event description:
It was reported, the device camera cable has a cut on it. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. A device history review of the current product was conducted, and no problems were found. A definitive root cause cannot be identified. Based on the investigation, the most probable cause of the complaint is component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.